Manufacturer narrative:
Failure analysis noted that the pump had no button response due to corroded keypad traces. There was no button error alarm. There was no moisture damage inside the pump. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 157 mg/dl at the time of incident. The customer stated that the pump alarmed button error. She stated that the pump was exposed to perspiration when she was dancing at a wedding. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.